Event description:
It was reported by service report that the bed was drifting down causing scale issues. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.